Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. According to the methods for procedure in line with the instructions for use (IFU) below, we determined the suggested event can be detected / prevented. The instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had poor air and water intake. This was found during preparation for an unspecified diagnostic procedure. The intended procedure was completed with no delay using another scope. There was no report of patient harm. The device was returned, evaluated, and foreign matter came out of the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that the water removal ability did not meet the standard value due to clogging of the nozzle. In addition to the foreign matter found in the nozzle, other evaluation findings are as follows: the adhesives around the light guide lens and the objective lens were peeled; the adhesive on the bending section cover had a white clouded area; the suction cylinder was shaved; the bending tube was deformed; the objective lens was chipped; the plastic distal end cover was dented; there were scratches on the image guide protector, the protector of the universal cord on the suction connector side, and the connecting tube. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unclear if the customer has any idea about the nature of the foreign material. There was no delay in the start of the precleaning and but it is unknown if there were any abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air and wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. The customer also flushed the air/water nozzle channel with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.